Event description:
During laparoscopic roux-en-y gastric bypass surgery harmonic scalpel did not function. Nurse attempted to troubleshoot equipment but was unsuccessful. Instrument was taken off the table and decontaminated. The tip of the instrument was broken about 1-2 mm in size. Kub {kidney ureter bladder] of patient's abdomen performed. No opaque foreign objects seen. Device usage probelm: device malfunction - that is, the device did not do what it was supposed to do.